Manufacturer narrative:
Based upon the clinical review, the reported endoleak was confirmed as a non-specific type iii. There may have been a non-device related type ii endoleak as well as a type ib endoleak. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not definitely identified, but it appears as if the non-device related type ii endoleak was a factor. The use of the bifurcated stent over the size recommendation in the IFU in conjunction with off-label use of two suprarenal devices to treat the two iliac vessels appears to be the likely cause or a significant factor in the reported issue. The performance of the devices has not been evaluated for the reported conditions of use, therefore, an assessment of device performance cannot be made related to how the devices were used.

Event description:
It was reported that approximately 35 months post implant of a bifurcated device, infrarenal aortic extension and a suprarenal aortic extension, an endoleak was identified. Reportedly, the patient came in for a routine follow up on (B)(6) 2015, and a component separation was identified. The physician has elected to treat the patient on (B)(6) 2015 with two infrarenal aortic extensions and a limb extension, and sealed the endoleak. The patient is doing great.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.